Manufacturer narrative:
This report is being submitted as follow-up no. #1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon functional testing of the returned sample. Investigation of the actual sample: visual inspection of the actual sample upon receipt found no anomaly such as a brakeage. The actual sample, after having been rinsed and dried, was tested for its o2 transfer performance and co2 removal performance in accordance with the factory's test protocol. No anomalies were observed, and the obtained values met the factory's control criteria. [Blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg [circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100% [o2 transfer volume] @5l/min: 309ml/min., @3l/min: 205ml/min. [Co2 removal volume] @5l/min: 241ml/min., @3l/min: 167ml/min. The investigation result showed that the gas transfer performance of the actual sample after rinsed met the factory's specifications, and no anomaly was found in the manufacturing records. The cause of occurrence could not be clarified due to unknown information on the patient and usage conditions such as blood flow rate. IFU states: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease[?]fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow. Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increasing in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. (Warning)" terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k130520. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and shipping inspection record of the involved product/lot# combination confirmed there were no anomalies in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the capiox fx oxygenator had poor oxygenation. Malfunction due to poor gas exchange. The pateint developed severe rhabdomyolysis upon return to the intensive care unit (ICU). The patient was severely injured.